Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The hp was connected. The technical service representative (tsr) assisted the hp end therapy and advised the use of new disposables. The tsr advised the hp to notify the nurse regarding the possible air exposure. Global product surveillance contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2012. The pdrn was aware of the reported problem. The pdrn stated that the hp did not have any medical issues or injuries related to the reported problem. The pdrn stated that the hp was continuing with therapy and doing fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.